Manufacturer narrative:
(B) (4). A visual examination of the incident device revealed no damge to the shaft or the visible jaw wires. The jaws of the device can be opened and closed without incident. The electrode gap was measured and found to be within spec. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.

Event description:
The medwatch form stated that after cutting and cauterizing during a total vaginal hysterectomy, the surgeon noticed that the pt sustained a burn on the right labia tracking to the vagina. It was a second degree burn that did not need extensive treatment. The pt was doing well and was discharged.